Event description:
It was reported that paralysis and insufficient ice occurred. The patient was being treated using a visual-ice cryoablation system for a single lesion in the upper lung. During the procedure the physician felt that the medial edge of the ice ball had not extended as much as was required. The first spiral computed tomography (CT) performed during the procedure showed asymmetry in the bleeding around the needle. No troubleshooting measures were taken. The procedure was completed using a single cryoablation needle. During the procedure, the patient's arm became paralyzed. The physician feels that the two hour procedure length and the fact that the patient had been previously treated with radiotherapy in the same are of the lung where there is an abundance of nerves which feed the arm are both contributing factors in the paralysis. During patient follow-up, after viewing the follow-up imaging, the physician expressed that he feels that the treatment had not been successful in completely ablating the lesion and that the tumor recurred within the ablation zone. He feels that there has been a variable ablation zone not consistent with the isotherms charts, evidenced by recurrence/ differentiation seen on follow-up imaging around the margins but within the ablated zone. The patient's paralysis has since improved and the patient seems to be slowly recovering with some level of feeling and movement, the physician feels there will be a lasting affect on the strength of that arm.

Event description:
It was reported that paralysis and insufficient ice occurred. The patient was being treated using a visual-ice cryoablation system for a single lesion in the upper lung. During the procedure the physician felt that the medial edge of the ice ball had not extended as much as was required. The first spiral computed tomography (CT) performed during the procedure showed asymmetry in the bleeding around the needle. No troubleshooting measures were taken. The procedure was completed using a single cryoablation needle. During the procedure, the patient's arm became paralyzed. The physician feels that the two hour procedure length and the fact that the patient had been previously treated with radiotherapy in the same are of the lung where there is an abundance of nerves which feed the arm are both contributing factors in the paralysis. During patient follow-up, after viewing the follow-up imaging, the physician expressed that he feels that that the treatment had not been successful in completely ablating the lesion and that the tumor recurred within the ablation zone. He feels that there has been a variable ablation zone not consistent with the isotherms charts, evidenced by recurrence/ differentiation seen on follow-up imaging around the margins but within the ablated zone. The patient's paralysis has since improved and the patient seems to be slowly recovering with some level of feeling and movement, the physician feels there will be a lasting affect on the strength of that arm.

Manufacturer narrative:
H3 device eval by manufacturer?: the device was serviced in the field. The desiccant tubes were "loaded with moisture" which could cause a less ice formation at the tip of the needle due to the moisture in the flashing gas at the internal distal tip of the needle. Replacement of these lines and the desiccant tubes inside them resolved the problem. H6: patient code corrected.

Event description:
It was reported that paralysis and insufficient ice occurred. The patient was being treated using a visual-ice cryoablation system for a single lesion in the upper lung. During the procedure the physician felt that the medial edge of the ice ball had not extended as much as was required. The first spiral computed tomography (CT) performed during the procedure showed asymmetry in the bleeding around the needle. No troubleshooting measures were taken. The procedure was completed using a single cryoablation needle. During the procedure, the patient's arm became paralyzed. The physician feels that the two hour procedure length and the fact that the patient had been previously treated with radiotherapy in the same are of the lung where there is an abundance of nerves which feed the arm are both contributing factors in the paralysis. During patient follow-up, after viewing the follow-up imaging, the physician expressed that he feels that that the treatment had not been successful in completely ablating the lesion and that the tumor recurred within the ablation zone. He feels that there has been a variable ablation zone not consistent with the isotherms charts, evidenced by recurrence/ differentiation seen on follow-up imaging around the margins but within the ablated zone. The patient's paralysis has since improved and the patient seems to be slowly recovering with some level of feeling and movement, the physician feels there will be a lasting affect on the strength of that arm.

Manufacturer narrative:
H3 device eval by manufacturer?: the device was serviced in the field. The desiccant tubes were "loaded with moisture" which could cause a less ice formation at the tip of the needle due to the moisture in the flashing gas at the internal distal tip of the needle. Replacement of these lines and the desiccant tubes inside them resolved the problem.